Event description:
The infusion pump was rec'd at the svc facility with a vague report that the pump was used on a pt and it was "not infusing the correct amount". No add'l clinical info was received. No pt injury was reported.